Event description:
A customer reported a malfunction with their pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump by providing step-by-step instructions. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to contact technical support again if the issue reoccurred, and they acknowledged this guidance.